Event description:
The account alleges the head section will drift down slow. No pt impact.

Manufacturer narrative:
The tech asked the account to replace the head down valve. No further info is available on the repair of the bed at this time.